Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked. It was further reported a puddle of fluid was observed on the floor due to a small slit near the upper connector; a fine stream of fluid flowed out of the tubing. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.